Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: facility name "(B)(6) medical center". Investigation summary: the affected device was returned for evaluation. Visual inspection was performed. The device was received with the quick connect broken at the copper fitting. The customer's indicated failure was confirmed. The root cause was the broken quick connect. The quick connect was replaced. Device passed all functional testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable.

Event description:
It was reported that the drain tube cracked all the way up to the elbow. It was not dropped, and issue occurred during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.